Manufacturer narrative:
(B)(4). Physio-control has received the device for eval/repair at the mfg facility and continues to investigate the reported event. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device illuminated the service indicator and logged multiple event codes in the memory indicating a potential critical failure. The device was dropped but it is unk if the impact is related to the event codes. There was no pt use associated with the event.